Event description:
A customer reported problems with the illumination during a procedure. The illumination module was ejected and replaced but did not resolve the issue. An alternate console was brought in and used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the illuminator module. The system was then tested and met product specifications. The root cause was not identified. (B)(4).